Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic intra-peritoneal onlay mesh (ipom) placement to repair a hernia on an unknown date. The mesh was fixed with 2-4 stay sutures and absorbatacks. Three weeks later the patient returned with pain. After five more months, the patient underwent a re-operation on (B)(6) 2011. The surgeon found that the mesh had not grown in but, moved into the hernia orifice as a clump. A different kind of mesh was placed to complete the procedure.